Manufacturer narrative:
Initial and final MDR 2584583 - device 1 of 3.

Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the infusion set tape was accidentally dislodged during use on (B)(6) 2026, involving three infusion sets. No further information is available.